Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device alarmed during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error and battery alarm. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.